Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Motor error alarm during rewind due to loose/protruded drive support disk. Unable to perform displacement test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarm during the rewind test. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had no delivery error alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.